Manufacturer narrative:
The manufacturing record review was performed. All process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change that could be related with the complaint type reported. There were no discrepancies or defects found during the mrr (manufacturing record review) that are related to the complaint type reported. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the patient developed pigmentary glaucoma due to the abbott medical optics (amo) lens chafing the patient's iris of their right eye. It was stated that the patient was diagnosed on (B)(6) 2014. When the doctor explanted the lens in a secondary procedure on (B)(6) 2015 he found both haptics to be sheared off at the end. No lens debris was found anywhere in the eye. The incision was not discussed. Another lens was implanted from another manufacturer. There were no pre-existing health or eye problems other than moderately high myopia. Axial length was 25.41mm, with keratometry (k) measurements of 44.70 x 45.55. It was stated that the patient's vision was corrected to 20/25 after the zcb00 lens was implanted. All was good for nearly 2 years until patient presented with the lens moving, chafing against the iris, causing pigmentary glaucoma, iritis, iris trans-illumination. Since explant, vision remains at 20/30 to 20/25. Iritis is gone, but patient still has pigmentary glaucoma. Intraocular pressure (iop) is now controlled on maximal medications. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
Additional information provided (B)(6) 2015 by the physician: the reporting physician stated that when the intraocular lens (iol) was implanted, no complications were observed. The patient had no history of systemic or ocular diseases except for cataract, and the female patient was good for 1 ½ years until this incident occurred. The patient was noted to have pigment dispersion with increased intraocular pressure (iop). Upon examination, the iol haptics were noted to be protruding from within the bag to the posterior portion of the iris, which the doctor assumed was causing the pigment dispersion. It was not the optic or the whole lens that moved forward. Upon removal of the iol, the surgeon noted that the iol was still completely within the bag; however, both haptics had an appearance of being cut at both ends. Each haptic appeared to be 1/3 shorter in length, and both ends seemed to be a little sharp, with the absence of the curve. The surgeon is certain that the iol was not implanted this way, and that he would have noted this. There was no observed severe capsular contraction, and the patient did not have any trauma. He tried to look for the 2 pieces of haptics, if it spontaneously broke, but could not find any. It was stated that the doctor will be doing a ultrasound biomicroscopy (ubm) on this patient to find out if the missing pieces are still in the eye. Unfortunately, the iol was discarded. No further information was provided.

Manufacturer narrative:
Additional information provided (B)(6) 2015 by the physician: the reporting physician stated that when the intraocular lens (iol) was implanted, no complications were observed. The patient had no history of systemic or ocular diseases except for cataract, and the female patient was good for 1 ½ years until this incident occurred. The patient was noted to have pigment dispersion with increased intraocular pressure (iop). Upon examination, the iol haptics were noted to be protruding from within the bag to the posterior portion of the iris, which the doctor assumed was causing the pigment dispersion. It was not the optic or the whole lens that moved forward. Upon removal of the iol, the surgeon noted that the iol was still completely within the bag; however, both haptics had an appearance of being cut at both ends. Each haptic appeared to be 1/3 shorter in length, and both ends seemed to be a little sharp, with the absence of the curve. The surgeon is certain that the iol was not implanted this way, and that he would have noted this. There was no observed severe capsular contraction, and the patient did not have any trauma. He tried to look for the 2 pieces of haptics, if it spontaneously broke, but could not find any. It was stated that the doctor will be doing a ultrasound biomicroscopy (ubm) on this patient to find out if the missing pieces are still in the eye. Unfortunately, the iol was discarded. No further information was provided. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.